Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited episodes of noise due to electromagnetic interference. No intervention was performed and the patient experienced no consequences.